Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported during an intraocular lens (iol) implant procedure, the first lens implanted had a scratch in the center of the optic, the second lens implanted had the rear haptic sheared off. There was patient discomfort during procedure. Additional information has been received and stated that, surgeon stated that the company lens inserters were faulty. Surgery not completed. Lens unable to be placed. Two lenses were inserted and removed.

Manufacturer narrative:
Additional information was provided in d.4., d.9., h.3., h.6. And h.11. Reported product evaluation: results - one opened company handpiece injector sample was returned for evaluation for the report of a scratched lens. A visual inspection of the injector was performed and was found to be conforming. A dimensional inspection for plunger position height was performed and was found to be conforming. Also, a functional thread to barrel engagement check was performed and was found to be conforming. Device/batch record review: a review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product's acceptance criteria. Conformance achieved: the investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. Conclusive: not company manufacturing related based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for all visual, dimensional, and functional testing. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.